Event description:
Customer reported to beckman coulter, inc. (Bec) that while changing the chlorine (cl) electrode tip on the unicel dxc 600 synchron system, they noticed dried salts on the pan in the ion selective electrode (ise) module. Customer reported that one of the tubings near the electrolyte injection cup (eic) was not attached. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) connected tubing 15 to the eic. The fse primed the system, calibrated and ran quality control (qc) . The fse found qc passed all specifications. The fse verified the system was operational after the repairs.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).